Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection noted fluid infiltration inside each port but no anomalies were noted on the header and device case. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis was unable to confirm the reported clinical observations. This device met all specifications during testing.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during a routine follow-up visit, this device displayed rising shock impedance measurements over time on this right ventricular (rv) lead in the dual coil configuration. At time of implant (2006), the impedance measurement was 60 ohms. The shock impedance values then gradually increased from 86 ohms to 122 ohms. No other lead measurements are out of range. When the shock vector was programmed to single coil setting, a high-voltage impedance value of above 125 ohms was measured. Boston scientific technical services provided some additional troubleshooting methods to verify the integrity of the lead. No adverse patient effects reported. Approximately one week later, the patient returned to the hospital for further troubleshooting. The low voltage shock impedance measurement was 119 ohms. After sedation, an 5j r-wave synchronous shock was delivered with an impedance measurement of 59 ohms followed by an 41j r-wave synchronous shock with an impedance of 93 ohms. The low voltage shock impedance measurement then displayed 96 ohms; all tested in dual coil configuration. The patient was discharged and was subsequently followed up twice over the next two weeks. It was then noted there was a slight increase in the shock lead impedance measurement to 107 ohms. There is no further intervention planned and the patient continues to be monitored through a remote monitoring system for any change in impedance values. New information was received approximately two weeks later reporting shock impedance values greater than >125 ohms in both single and dual configurations during additional troubleshooting. Memory downloads analyzed by both engineering and technical services and it was discussed that this lead should be revised. A lead revision was performed. A new rv lead and a new device were successfully implanted; the existing ra lead was reused. No additional adverse patient effects were reported.

Event description:
---